Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they provided a letter of recommendation from their dentist. Their dentist recommends they stop treatment. Dental findings: erupting wisdom teeth., existing decay from 2022 that has not worsened on 12, 19. Bilateral popping on left and right mandibular joints. Yawning and eating sometime hurts. Advised quitting treatment and consult an orthodontist in office about further treatment. Advised extraction of wisdom teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.